Event description:
It was reported that a pacer dependent patient presented in clinic with intermittent inhibition on the ventricular channel due to ventricular crosstalk. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.